Manufacturer narrative:
Further advanced testing of the instrument was inconclusive due to the condition of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis could not replicate nor confirm the customer complaint for the curved tip stapler 30 instrument. Testing to replicate the reported event was not possible due to the condition of the device. The instrument would not initialize during testing. The stapler logs show no errors related to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip 30 stapler instrument did not complete the last staple line of the procedure, which caused bleeding. The bleeding came from the pulmonary artery (pa) branches. The procedure was converted to an open thoracotomy then used an ethicon stapler and pressure to control the bleeding. Approximated blood loss was 100cc, no transfusion was required. The procedure was completed via thoracotomy.